Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the original screw that was placed during navigation with the navigation system did not need to be replaced.

Manufacturer narrative:
H2: concomitant product ID: 9735740. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the impact to the patient was an extra hour of anesthetic time. The screws were all placed correctly once the surgeon was able to navigate with the second system and confirmation was gained with xray. It was suspected that the problem was a software issue.

Manufacturer narrative:
Other relevant device(s) are: product ID: unk_nav_comp, software version 1.0.2. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cervical spine procedure. It was reported that intra-operatively, the surgeon was using point merge registration in the spine software. Prior to the procedure, the surgeon had selected the points on the scan and had prepared two registration sets: one above the c7 fracture and one below. The fracture was fairly stable as the patient had recent an anterior cervical discectomy and fusion (acdf) and a corpectomy surgery with an anterior plate. The surgeon dissected down to the spine, exposed the anatomy and placed the retractors before commencing registration. The first registration (above the fracture) worked without incident; an initial accuracy of 3.8 mm was achieved followed by a surface merge registration produced an accurate navigation. The surgeon placed the first screw and then after commented that the registration had become inaccurate and it should be started again. The surgeon took the spinous process clamp off and re-placed it to ensure stability, then pressed the "restart" button to begin registration with the points above the fracture. After the first four points had been matched, the software displayed that the 2nd, 3rd, 7th and 9th points had been matched, and on the 3d display showed the same. The software also failed to proceed to the 5th point as it normally would. The surgeon attempted to proceed as normal by manually selecting the points in order, but the software continued to match the points after the footswitch had been pressed with different points from those selected. The number four point would not match after several attempts. They proceeded to surface merge after the software had displayed an accuracy of 4.1mm, but the navigation was out by about one centimeter. They went back and tried again with the same result, but this time the navigation was out by about five centimeters and was showing to be on the left when the surgeon was clearly on the left. They then attempted to use the second set of registration points with the same results. They could not get the software to match the points as they were selected. The software displayed an initial accuracy of 2.9mm, and when they proceeded to navigation, the navigation appeared to be at t3 when the probe was at c2. It was noted that the multiple attempts produced varying results but all inaccurate from 1 centimeter to 10 centimeters. An attempt was made to delete all previous registrations. The surgeon unscrubbed, selected the points, and then rescrubbed and attempted registration again with the same result. A different navigation system was brought in and it was possible to set up the two registration sets and register both with no issues using the same instruments. The procedure was completed using the navigation system. There was no reported impact to patient outcome. There was a reported delay to the procedure of one hour due to this issue.